Event description:
It was reported the user found it difficult to insert the spring wire guide through the distal lumen of the catheter. Therefore, a new kit was opened. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the user found it difficult to insert the spring wire guide through the distal lumen of the catheter. Therefore, a new kit was opened. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The guide wire and the catheter will be analyzed as part of this complaint investigation. The guide wire was returned partially inserted through the catheter. Signs of use in the form of biological material were observed inside the distal extension line. The guide wire was removed from the catheter. Visual analysis of the guide wire revealed two distinct kinks towards the proximal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kinks in the guide wire measured 172mm and 187mm from the proximal weld. The catheter body length from the juncture hub to the distal tip measured 322mm, which is within the specification limits of 307mm-327mm per the catheter product drawing. The catheter body outer diameter measured 2.95mm, which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion product drawing. The guide wire length from the distal to proximal ends measured 685mm, which is within the specification limits of 679mm-687mm per the guide wire product drawing. The guide wire outer diameter measured .800mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The guide wire was inserted through the distal end of the catheter. Minor resistance was encountered due to the kinking and a build-up of biological material inside the catheter; however, the guide wire passed completely through the assembly. A lab inventory guide wire with a diameter of .032" was inserted through the distal end of the catheter. The lab inventory guide wire encountered no resistance. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the proximal end. This in combination with biological material inside the catheter likely contributed to the resistance encountered by the customer. Aside from this, the catheter and guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.